Event description:
Per field experience report submitted in 2003: during treatment in 2003 balloon ruptured upon insertion into pt. New probe was used and treatment proceeded without further incident. No pt injury.